Event description:
Additional information received reported that the patient had a loss of therapeutic effect and the reporter didn¿t think the patient had therapy. It was thought that the implantable neurostimulator (ins) was turned off for an MRI in 2012 and was never turned back on.

Event description:
It was reported the patient¿s stimulator had not been working for two years. The patient did not have greater than fifty percent symptom reduction. The patient had underlying neurological disorders. The issue was ongoing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v646684, implanted: (B)(6) 2011, product type: lead. (B)(4).